Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges. Customer had elevated blood glucose levels (267 mg/dl). Customer reverted to manual injections to stabilize blood glucose levels, and for continued insulin therapy.